Event description:
It was reported that the pump had a detached downstream occlusion (dso) seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was confirmed by visual and functional testing. The downstream occlusion(dso) seal is detached from the downstream occlusion(dso) sensor and the battery compartment had a crack inside. The seal and battery compartment were replaced.